Manufacturer narrative:
It was reported to philips by customer that unit was running on battery power instead of ac power when ac power was connected. Device evaluation was performed by remote service engineer (rse) and rse confirmed the reported issue. The rse advised to replace the power supply, provided the manual reference to replacement part, and the identification of power supply. After that multiple attempts to retrieve device repair and operational status has yielded no response from the customer. It is unknown if any parts or repair has been conducted.

Manufacturer narrative:
Date of event: (B)(6) 2021, date of report: 24feb2021.

Event description:
It was reported to philips that the device was on running on ac power. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.